Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as the lot/serial number is not available. Further information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel anatomy and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using a gore® dryseal flex introducer sheath with a conformable gore® tag® thoracic endoprosthesis for a thoracic descending aortic aneurysm. The sheath was inserted through the patient's left femoral artery. It was reported the physician felt small resistance when the sheath was inserted. The endoprosthesis was deployed successfully. When angiography of the access vessel was performed, a local dissection of the left external iliac artery was observed. To treat the dissection, a bare metal stent (smart) was implanted. Since the most part of the dissection was covered by stent, it was determined that no further treatment was necessary. The procedure was completed without reported issues. The patient tolerated the procedure. Reportedly, the physician stated that the local dissection was within expectation, because there was small resistance when the sheath was inserted, and the access vessel was slightly thin.